Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-00809.

Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica) using a penumbra system 3max reperfusion catheter (3maxc) and a penumbra system ace 68 reperfusion catheter (ace68). During the procedure, the physician was utilizing a coaxial technique with a non-penumbra catheter and the 3maxc and ace68. The physician advanced the ace68 into the c2 and c3 position and advanced the 3maxc through the ace68 into the target vessel. The thrombus was then aspirated manually using a syringe. While withdrawing the 3maxc, the physician reported that the tip of the 3maxc was not moving in the fluoroscopic imaging. It was then found that the tip of 3maxc had broken off within the middle of the ace68. The ace68 and 3maxc were removed together from the patient. Upon removal, it was reported that the distal end of the ace68 had become damaged and stretched. The procedure was completed using a non-penumbra microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the returned ace68 was kinked at approximately 4.0 cm from the hub. The device had offset coil winds at approximately 123.0 cm and 130.0 cm from the hub. The device was ovalized at approximately 133.0 cm from the hub. Conclusions: evaluation of the returned 3maxc revealed a fracture and damages on its distal shaft. If the device is forcefully advanced against resistance the catheter may become damaged. Subsequently retracting a damaged catheter against resistance may result in the device becoming fractured. The damaged ace68 may have caused resistance during manipulation of the 3maxc during the procedure. Evaluation of the returned ace68 revealed multiple kinks on its distal shaft. If the device is forcefully manipulated against resistance, damage such as this may occur. Further investigation revealed a kink distal to the hub and a ovalized distal tip. The ovalized distal tip may have contributed to resistance during the procedure. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-00809.